Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced infection issues including fatigue. The patient noted fewer infections since starting to tape a sterile bandage over the infusion site and cannula. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.